Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed sodium (na) result on one (1) patient sample on an atellica ch 930 analyzer. Siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. Sos evaluated the information provided by the customer and the available instrument data. The cause of the event is unknown. The customer is operational. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required.

Event description:
The customer reported they obtained an erroneously depressed sodium (na) result on one (1) patient sample on an atellica ch 930 analyzer. The erroneously depressed result was reported to the physician and questioned. The same sample was reprocessed on the same atellica ch 930 analyzer. A higher result was obtained, considered correct, and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed sodium (na) result.